Event description:
It was reported that this 59 y/o male patient's left hip was revised approximately 5 years post op. The patient returned to surgeons office complaining of pain, swelling, and dissatisfaction with their left primary total hip. The poly and a recalled implant were in question and shown to be worn on x-ray. The patient underwent an acetabular poly implant and a femoral head swap. Patient was last known to be in stable condition following the event. Product not returning: implants are sent to the lab and legal.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 5706251 164-01-13 - element-stem, collarless w/ha, std offset, sz 13. 5102410 180-01-56 - nv crown cup clstr hole 56mm group 3.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g the most likely underlying cause for the revision reported is liner prosthesis wear and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, the liner wear cannot be confirmed from the reported information, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.